Event description:
A malfunction alarm with a code of malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reoccurs. No additional information was received regarding any further impact on the customer.